Event description:
A distributing customer filed a complaint stating that a user facility reported an incident of a leaking disposable administration set. The administration set leaked 5-fu. The leak was reported to be at the in-line pressure indicator, but the exact location is not known. There is no report of injury.